Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast reconstruction revision with a mentor memorygel, 650cc silicone breast implant developed left-sided paresthesia, bilateral device migration and breast pain, postoperatively. The patient reported that device migrated in the chest, she is having pain, and the left breast is cold, burning and tingling at incision site. The left side hurts more than the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.